Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the surgeon used the device to retract the kidney. The surgeon placed the retractor under the kidney in a closed position, then proceeded to open the retractor. He later found that a semi circle of plastic had become dislodged from the instrument. The piece was recovered.

Manufacturer narrative:
(B)(4).